Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer cleaned the speaker holes and reloaded the cartridge to resolve the issue. The customer's blood glucose (bg) was 605 mg/dl. Reportedly, customer administered a manual injection to address bg level.